Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01515. This report is being submitted as additional information. Approximate age of device from the product issue date is - 1 year. Manufacturer's investigation conclusion: the reported event of no external power and low voltage alarms were confirmed via the analysis of the submitted log file. On (B)(6) 2018, the rsoc voltage levels of both power cables fell from the expected ~12v down to ~3.5v activating no external power and low power hazard alarms. Six minutes later, similar alarms were active again along with a transient backup battery fault when the rsoc voltage levels of both power cables fell from the expected ~12v down to ~2.8v. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and suggested an intermittent loss of power. The pump support was not affected and the system was supported by the backup battery during the event. There no other notable alarms active in the log file. The mobile power unit and the ac power cable were not returned to abbott for evaluation. Per the additional information, the patient confirmed that the cord was not loose on the mpu side or the wall outlet side. A new v-lock ac power cord was given to the patient and no further issues were reported. Based on the log file analysis, a root cause for the reported no external power alarms was determined to be related to a loss of the ac power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was on the mobile power unit (mpu) and received a few no external power alarms. In clinic, there were also low voltage events seen as well. The patient was instructed to stay on batteries and not use the mpu and had no further alarms. Upon inspection of the unit, no visible damage was seen. The lvad clinician gave the patient a new power cord. A log file was reviewed by the technical service representative and confirmed a no external power and low voltage events due to the mpu ac power cord coming loose. There was no loss in support to the patient during these events. No additional information was provided.